Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot; the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a synthes tfna for right hip fracture. While reaming the lag screw canal, 8-10mm of the distal portion of the lag reamer shattered into 6+ small pieces. Attempts were made by the surgeon to remove the retained fragment pieces. The retained fragments were likely low., however the surgeon was able to place new tfna nail and lag screw with moderate difficulty. Surgery time extended and was completed successfully. This report is for one (1) 6mm/9mm cannulated stepped drill bit this is report 1 of 1 for complaint (B)(4).